Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the as multiple patients are not appearing correctly on the appropriate device. A technical support specialist informed the findings to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce site (covered under enterprise lic.)red under enterprise lic.

Event description:
It was reported by the customer that a pyxis medstation es system was experience issues, as multiple patients are not appearing correctly on the appropriate device after being moved. The customer reported that the issue occur while tried to issue medication to a patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.